Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the power supply, which resolved the issue. The ventilator passed self testing.

Event description:
The customer reported that an 840 ventilator was inoperable. The ventilator was not on a patient at the time of the event.